Manufacturer narrative:
B3: day of event unknown. H3: one device was received for analysis in used condition. Review of the event history log was able to confirm the customer reported complaint. The device was visually and functionally tested. The cause of the issue was found to be a sensor failure. The downstream occlusion (dso) sensor, flex sensor, and air detector sensor were all replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal also had to be replaced, along with the upstream occlusion (uso) sensor. The uso sensor had an adhesive failure.

Event description:
It was reported that the pump displayed a cassette not attached error. The event occurred during testing. There was no patient involvement.